Manufacturer narrative:
Section d6a date implanted: not applicable, as the cartridge is not an implantable device. Section d6b date explanted: not applicable, as the cartridge is not an implantable device. Therefore, not explantable. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was previously reported that the johnson and johnson(jnj) platinum cartridges are leaving a filmy or sticky it was previously reported that the johnson and johnson(jnj) platinum cartridges are leaving a filmy or sticky substance on the bottom side of the lens when implanting. (Manufacturer report number 3012236936-2024-00697). Presently, the surgeon has continued to notice the filmy substance from the coating on the lens more and more. The johnson and johnson account executive joined the customer for several cases and noticed the filmy substance on 8 cases. The filmy substance gets stuck on the bottom side of the iol and the surgeon uses his irrigation/aspiration (I/a) to clear it, remove it. The jnj account executive followed what the technicians were doing, and it was nothing out of the ordinary. The customer uses healon ophthalmic viscosurgical device (ovd) while loading the iol. In a few cases they tried flushing the cartridge with balanced salt solution (bss) prior to ovd to see if that would flush it out. Reportedly, the customer tried just about everything. The doctor pointed out the substance which was visible on the monitor in the operating room (or) but no photos or videos were taken. There were no complications such as capsule tear, vitrectomy or suture required. No further information was provided. Note: the previous case is (B)(4), manufacturer report number 3012236936-2024-00697. The additional eight cases including this one. Case 1: (B)(4), manufacturer report number 3012236936-2025-0000030. Case 2: (B)(4), case 3: (B)(4), manufacturer report number 3012236936-2025-0000068. Case 4: (B)(4), manufacturer report number 3012236936-2025-0000069. Case 5: (B)(4), manufacturer report number 3012236936-2025-0000070 . Case 6: (B)(4), manufacturer report number 3012236936-2025-0000072. Case 7: (B)(4), manufacturer report number 3012236936-2025-0000074. Case 8: (B)(4), manufacturer report number 3012236936-2025-0000076.